Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) was pinching vessel between balloon and unknown sheath. Everything went in fine and the user noticed it getting stuck on unknown sheath device was removed and saved. There was no reported patient injury. Mynx was attempted with two fellows with difficulty. Attending deployed with no issues. The patient does not have a history of infectious diseases. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was disengaged from the black handle, while the stopcock was closed with a cordis mynx syringe attached to the unit. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was in its manufactured position within the shuttle, and the advancer tube was also in the manufactured position. No additional anomalies were observed during this analysis. Per functional analysis, an inflation/deflation test was performed, and no issues related to the reported event were observed. The balloon inflated and deflated smoothly, without resistance, leakage, or abnormal behavior. Since the shuttle and black handle were received disengaged, the shuttle was retracted without issue, and both the advancer tube and sealant deployed without anomalies. The unit demonstrated expected functionality, indicating no performance concerns during this evaluation. A product history record (phr) review of lot f2504102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-device deployment jam¿ was not observed through analysis of the returned device since deployment of the sealant passed functional analysis with no anomalies noted. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported since the sheath was received retracted onto the shuttle and there were no anomalies noted during the deployment of the sealant/advancer tube. However, procedural/handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was pinching vessel between balloon and unknown sheath. Everything went in fine and the user noticed it getting stuck on unknown sheath device was removed and saved. There was no reported patient injury. Mynx was attempted with two fellows with difficulty. Attending deployed with no issues. The patient does not have a history of infectious diseases. The device will be returned for evaluation.